Manufacturer narrative:
Investigation results: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Event description:
No additional information.

Event description:
It was reported that the bd syringe 30ml ll bns had foreign matter. The following information was provided by the initial reporter: material # 301033, batch # 5051686. Verbatim: rcc received a complaint via email. Medline complaint #: (B)(4), defect description: stain on syringe, medline part #: 33239, product description: syr 30ml l/l, vendor part #: 301033, lot #: 5051686, date reported: 10/6/2025, sample received: no, response needed: acknowledgment only. Customer response received on 12-nov-2025: hello, the stain was embedded within the syringe. The customer reported that it would not scrape off from the inside or outside. The event date is 30-09-2025

Manufacturer narrative:
E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.